Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and embedded device ('each cornu displays a coiled metallic device with smaller central coil which are embedded into the cornu and myometrium') in an adult female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the embedded device, rash, skin disorder, vaginal discharge, fatigue, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: no specified,results of confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, resection: bilateral essure intact device. Chronic cervicitis. Proliferation endometrium. Letomyonata (as written). Undermarkable bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: each cornu displays a coiled metallic device with smaller central coil which are embedded into the cornu and myometrium. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: new events were added: each cornu displays a coiled metallic device with smaller central coil which are embedded into the cornu and myometrium. Lot number, lab data were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and embedded device ('each cornu displays a coiled metallic device with smaller central coil which are embedded into the cornu and myometrium') in an adult female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the embedded device, rash, skin disorder, vaginal discharge, fatigue, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: no specified, results of confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, resection: bilateral essure intact device. Chronic cervicitis proliferation endometrium letomyonata (as written) unremarkable bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: each cornu displays a coiled metallic device with smaller central coil which are embedded into the cornu and myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the rash, skin disorder, vaginal discharge, fatigue, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: no specified,results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received, new reporter, patient demographic, lab data essure indication, stop date, event injury to herself was updated with new event apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, vaginal discharge, fatigue, hair loss, weight gain, migraines, headaches, hormonal changes, bladder/urinary and outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.